Event description:
It was reported that the user experienced repeated occlusion alerts over several days while using the ilet system with the last recorded blood glucose of 334 mg/dl. Customer care provided troubleshooting steps that included disconnecting from the infusion site, inspecting and clearing the tubing, performing a dry run with successful drops observed, and then refilling the cannula, after which insulin therapy was resumed, indicating an obstruction of flow associated with the infusion set connector/coupler that resolved after supply change. Investigation of this case revealed evidence of a deformation-related problem consistent with an obstruction of flow localized to the connector/coupler of the infusion set. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.